Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the midline incision site. The physician confirmed that the infection was not device or procedure related. The patient was prescribed with antibiotics and noted that the wound site was healing.

Event description:
It was reported that the patient developed an infection at the midline incision site. The physician confirmed that the infection was not device or procedure related. The patient was prescribed with antibiotics and noted that the wound site was healing. Additional information was received that the patient was doing much better and had already completed the antibiotics. The midline incision had almost completely healed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 589772.

Event description:
It was reported that the patient developed an infection at the midline incision site. The physician confirmed that the infection was not device or procedure related. The patient was prescribed with antibiotics and noted that the wound site was healing. Additional information was received that the patient was doing much better and had already completed the antibiotics. The midline incision had almost completely healed. Additional information received that patients' device was explanted. The explanted device will not be return.